Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -7.50/1.0/106 (sphere/cylinder/axis) was defective. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with debris on product and stuck on gauge. Visual inspection found the optic and haptic torn with foreign material on the lens surface, specifically the lens is covered with debris. Claim (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).